Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted emergently in a patient for the endovascular treatment of a 79 mm diameter thoracic aortic aneurysm. There was a pre-operative aneurysm rupture. The angulation of the aortic arch was 60 degrees. The stent graft system was implanted from zone 2.   It was reported that during follow up approximately six months post implant, a type ib endoleak was noted. Two days later, an additional valiant captivia (vamf3834c150tj) was implanted distally as treatment, and the endoleak was resolved. Per the physician, the cause of the event was undetermined. It was reported that there was a possibility that the distal sealing zone was insufficient.   No additional clinical sequelae were reported and the patient is fine.